Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012635058); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve (evfxplus-34), there was resistance to the delivery catheter, first when crossing the aortic arch and again when positioning the catheter in the annular deployment position. At the first release, the inflow portion of the valve was positioned too high in the left coronary cusp. After recapture and a second release, an elliptical aspect of the annulus was observed, and a previously unseen infold in the inflow portion of the valve was noted, which was addressed with a 25mm balloon. The final hemodynamic result was good, with a mean gradient of 3mm hg, and the patient remained stable. However, contrast application revealed an extra contour, indicating a dissection of the ascending aorta. Further examination of procedural images determined that the dissection occurred while maneuvering the delivery catheter over calcified regions of the ascending aorta in the annular release position prior to the first attempt. The implant team, in consultation with a cardiac surgeon, decided to convert to open surgery to repair the aortic dissection and replace the well-functioning transcatheter aortic valve with a surgical aortic valve. The patient was reported to be alive with injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the balloon dilation with the 25 millimeter (mm) balloon was performed to resolve the infold. The infold was noted to be resolved afterwards.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.